Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 2 years post-implant, it was reported that the patient had speed fluctuations when connected to a power module and red heart alarms were displayed. The patient went to the hospital and speed fluctuations were observed; therefore x-rays were taken. A non-grounded cable was provided to the patient as she was getting electrical shocks and palpitation while on the power module.

Manufacturer narrative:
The device remains implanted and in use by the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The explanted device was not returned to the manufacturer for evaluation. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information received indicated that the patient had a pump exchange on (B)(6) 2014 due to pump stoppages and possible damage to the wires of the percutaneous lead.

Manufacturer narrative:
A correlation between the device and the suspected driveline damage could not be conclusively determined as the device was not available for evaluation. Handling of the percutaneous lead and indications of percutaneous lead damage are covered in the instructions for use. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information was received indicating that in (B)(6) of 2014, the manufacturer''s field team reviewed the patient's event log history which showed pump stops when connected to a power module. The manufacturer's field team supported an investigation and observed pump stops and interference of speed due to broken wires or wires touching the isolation of the percutaneous lead. The manufacturer recommended that the device be exchanged.